Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
User facility mandatory medwatch rec'd that stated "pump sparked two times while moving pump to an IV pole. Rn rec'd a black soot mark on her wrist, no burn or electrocution." Upon further query, the following info was provided that indicated, sparks were noted from an unspecified area of the pump. There were no reported adverse effects to the healthcare professional, however, a "black soot mark" was reported on her hand. No medical interventions were required. Though requested, no add'l info was provided.